Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while setting up for a navio assisted ukr surgery, they were unable to insert the burr down the navio long attachment. They tried to insert the burr from both ends with no luck. It was determined to be an issue with the ball bearings inside the long attachment. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed.

Manufacturer narrative:
Additional information added: d10, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the navio long attachment, part number pfsr110006, serial number sn (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with internal bearing deterioration. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: h6 (health effect - impact code).